Event description:
The patient presented to the clinic due to shortness of breath. Upon investigation, noise that resulted in over-sensing and pacing inhibition, and automatic mode switch (ams) were detected on the device. The suspected cause of the event is due to a header connection issue, although not confirmed. Diagnostic imaging was performed and revealed no abnormalities. The device was deactivated and replaced, although the system is anticipated to be explanted. The patient is stable.